Event description:
The facility reports the carer was transferring the pt from the toilet to the chair. When the pt was over the chair, the hoist hesitated and would not lower. The emergency button did not operate. The pt sank down in the sling and, as carers tried to remove pt from the hoist, pt's paralyzed right arm became stuck behind the sling. The pt suffered a fracture to pt's upper right arm.